Manufacturer narrative:
A report is being submitted due to product evaluation findings for this swan ganz pacing catheter. Customer report of the balloon did not inflate was confirmed. Balloon did not inflate due to leakage from a tear at distal side of balloon latex. Balloon latex edges were not able to match up. No visible damage was found from catheter body, returned syringe, and balloon windings. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Therefore a root cause could not be established. In the preparation section of the instructions for use IFU it is stated that inflation is usually associated with a feeling of resistance. If no resistance to inflation is encountered it should be assumed that the balloon has ruptured. Discontinue inflation at once. The catheter may continue to be used for hemodynamic monitoring. The IFU provides instructions to check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion. Lastly the warnings section of the IFU states that pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture do not inflate above the recommended volume.

Event description:
As reported during balloon testing and before use in a patient the balloon of this swan ganz pacing catheter did not inflate. When this catheter was replaced the problem was solved. There was no allegation of patient injury. The device will be available for product evaluation.